Event description:
It was reported that (3) devices were used during a cholecystectomy. It was reported by the affiliate that the surgeon pressed the red button of the 512sd trocars, and the button did not click in place (so it was not possible to release the shield and use the trocars). Another device was used to complete the case. There was no consequence to the pt.